Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The serial number is unknown.

Event description:
It was reported by j&j via email that during a shoulder arthroscopy a fms vue fluid management system presented what appears to be an error in the calibration of the measurement of the passage of the liquid through the hoses. At the beginning of the surgery, the corresponding calibration was carried out with the normal initial steps, and after approximately 40 minutes from the start and normal operation, without altering anything, the equipment increases the pressure of the liquid and on the screen only the number 1 was displayed. They had to left the sterile part for two times to restart and reinstall everything, but even so it still did not maintain the pressure indicated on the board, it simply accelerated the roller and filled the reservoir in its entirety, which translated into an intense increase in pressure in the patient, with which it was necessary to finish the surgery without an infusion pump, only liquids by gravity. This was close to completion of case and surgeon did not present major discomfort.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary :according to the information provided, it was reported that during a shoulder arthroscopy a fms vue fluid management system presented what appears to be an error in the calibration of the measurement of the passage of the liquid through the hoses. At the beginning of the surgery, the corresponding calibration was carried out with the normal initial steps, and after approximately 40 minutes from the start and normal operation, without altering anything, the equipment increases the pressure of the liquid and on the screen only the number 1 was displayed. They had to left the sterile part for two times to restart and reinstall everything, but even so it still did not maintain the pressure indicated on the board, it simply accelerated the roller and filled the reservoir in its entirety, which translated into an intense increase in pressure in the patient, with which it was necessary to finish the surgery without an infusion pump, only liquids by gravity. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given invalid serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.